Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title: extracorporeal hand-sewn anastomosis through a minilaparotomy in laparoscopic distal gastrectomy authors: yuichi takayama, md, yuji kaneoka, md, atsuyuki maeda, md, yasuyuki fukami, md, shunsuke onoe, md citation: journal of laparoendoscopic and advanced surgical techniques. 2017; 27. Doi: 10.1089/lap.2016.0133. The aim of this single-center, retrospective study was to evaluate the feasibility and safety of laparoscopic distal gastrectomy (ldg) with hand-sewn anastomosis. A total of 263 patients (173 men and 90 women) underwent ldg with extracorporeal hand-sewn anastomosis. During the surgical procedure, the authors performed a laparoscopic lymph node dissection in almost the same manner as conventional open gastrectomy. To mobilize the stomach and dissect the lymph nodes, a laparoscopic coagulation shears were used. The duodenal resection below the pyloric ring was performed using a linear stapler 60 mm. All reconstruction procedures were performed extracorporeally with the hand-sewn technique. A gambee anastomosis was performed using vicryl 3-0 with an interrupted suture in the same manner as for open surgery. Reported complications included pancreatic fistula and secondary pseudoaneurysm of the gastroduodenal artery (n-1) which required re-operation, pancreatic fistula (n-6), intra-abdominal bleeding (n-1) which required re-operation, port-site hernia (n-1) which required re-operation, afferent loop obstruction (n-1) which required re-operation, anastomotic stenosis (n-2) in which 1 patient was treated with decompression and gastric tube with endoscopic balloon gastrectomy and 1 patient underwent total gastrectomy included gastrojejunostomy after b-ii reconstruction, anastomotic bleeding (n-2) which required endoscopic hemostatic therapy, anastomotic leakage (n-1) which required percutaneous drainage, ileus (n-1), and abdominal abscess (n-3). It was concluded that although intracorporeal anastomosis using staples after ldg is gradually increased, the procedure is similar to conventional open surgery, and it is feasible, safe, and cost effective. In addition, in an institution that plans to introduce ldg, the use of our method during the introductory phase of ldg has many advantages.